Event description:
Provider alleged tie wraps are leaking. Per independent repair center statement, the customer stated problem was: the unit was alarming or red light. Problem confirmed: no. The key failure was hose clamp leak. Additional malfunction was tie wrap leak.